Manufacturer narrative:
Cassette documented on 3012307300-2020-00541.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed with no message displayed. It was reported that the patient subsequently switched to a back up pump and a new cadd medication cassette reservoir to continue their life-sustaining infusion with no further issues. No adverse patient effects were reported.